Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 155 mg/dl. Drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed operating current. Unit had a21 error test and a33 alarm during the basic occlusion test due to loose/protruded drive support disk. It was unable to perform displacement test, occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Pump received with cracked case at display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Or report disclosed to the public under the freedom of information act.